Event description:
A medtronic representative reported that the 100 mm perc pin cannula is bent out of round. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient present. Part has not been returned.